Manufacturer narrative:
The analyzer alarm trace contained abnormal aspiration alarms for sample probe a and sample probe b. The field service engineer replaced both reagent nozzles and performed adjustments. He confirmed the rinse levels, performed precision, and ran qc, all with acceptable results. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The ast reagent lot number was 88680001 with an expiration date of 30-sep-2026. The alt reagent lot number was 88201401 with an expiration date of 31-aug-2026. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 8000 cobas c 701 module. The initial aspartate aminotransferase (ast) result was 176 u/l. The initial alanine aminotransferase (alt)result was 69 u/l. The customer believed that the initial results did not agree with the clinical status of the patient. On (B)(6) 2025, a new sample from the patient was tested on another cobas c701 module. The ast result was 21 u/l and the alt result was 31 u/l. The repeat results were believed to be correct.